Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of leadless implantable pulse generator (ipg) the patient initially complained of chest pain and it was noted that a perforation had occurred. Cardiopulmonary resuscitation commenced, but the patient died.